Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was alarming no delivery. The customer also stated their plunger was not completely in their reservoir. Customer was disconnected from the call before any information could be collected. No additional information provided.